Manufacturer narrative:
(B)(4). This MDR is for the embolized 23mm xt valve. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it is likely that mild annular calcification, in addition to valve undersizing, contributed to the valve embolizing into the lv. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Post deployment of a 23mm sapien xt, the valve embolized into the lv and was removed through the lv apex. A 26mm sapien xt valve was then implanted in the aortic annulus. Post deployment the 26mm valve position was too ventricular and a second 26mm xt valve was implanted. Initially, there was a discrepancy in annulus sizing, therefore 3d echo was used as additional information along with the CT scan. 3d echo showed annulus measurements varying from 390-440mm2, CT measurements varied from 410-470 mm2. The aortic valve annulus diameter measured 21mm x 25mm with mild valve calcification. It was decided based on the varying measurements of the annulus to use a tyshak 22mm balloon to balloon size the annulus and base valve size from that. The tyshak balloon was sized using a 23mm caliper and inflated to 23mm. The bav was performed with a root injection showing little to no contrast filling the lv. From this, a 23mm sapien xt valve was placed 70:30 ventricular/aortic (v/a) without incidence. The level of paravalvular leak (pvl) was being assessed when the physician stepped on fluoroscopy and realized the valve had embolized into the lv. The surgical team was immediately called in the event the patient needed to be put on bypass. The nova flex delivery system was removed and the amplatz extra stiff wire was maintained in the lv and through the 23mm valve. It was decided that the first valve was in fact undersized and a 26mm sapien xt valve should be placed. A 26mm sapien xt valve and nf+ delivery system was prepped and the valve was deployed 70:30v/a without incidence. During this time the patient remained relatively stable needing minimal IV medication to support blood pressure. The image intensifier was backed out in order for the surgical team access to the patient's left chest so that the apex could be exposed for removal of the 23mm valve. During this time, echo maintained visualization of the aortic annulus and it was discovered that the 26mm valve was no longer in the aortic annulus and had migrated into lvot. Patient remained stable with minimal IV support to maintain blood pressure. The team reviewed the images of the implant of the second valve and determined that the valve had been placed too low. Therefore, a second 26mm sapien xt valve was needed to secure the first 26mm sapien xt valve in the lvot and treat the as. The third valve was prepped and introduced into the patient without incidence. When that valve was placed into the annulus there was concern about the first valve since it was crooked within the second valve. The team decided to gain access to the apex and to externalize the amplatz extra stiff (aes) wire through the apex in order to stabilize the first valve. The apex was exposed and a 7fr sheath was placed. A goose neck snare was used to externalize the aes wire and the wire was secured outside the patient using a clamp. Once this was done the first valve moved further into the lv, still on the aes wire but now safely out of the way of the valve that was in the lvot. The second 26mm sapien xt valve was placed into the aortic annulus and deployed. After the deployment of this third valve, the first valve was removed through the apex using minimally invasive graspers for a minimally invasive avr and external compression. During the removal of the 23 sapien xt valve the patient was purposefully hypotensive in order to avoid significant blood loss. After the valve was removed the patient required more hemodynamic support in order to maintain normal blood pressure. At no time during this procedure was the patient placed on bypass. Patient received 2 uprbcs, 1 unit of platelets and 1250 cc of cell saver blood. It was perceived that embolization of the 23mm valve into the lv was caused by undersizing and improper placement. The improper placement of the first 26mm xt valve was the cause of migration into the lvot.

Manufacturer narrative:
This report is for the 23mm sapien xt valve that embolized to the lv and was explanted. This is one of two reports being submitted for this case. Please reference manufacturer report no.2015691-2015-01272.